Event description:
It was reported that the patient faced an event on 14-apr-2026 where an infusion set tubing was leaking at site. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 2. E1: name: tandem. Country: united states of america. Street address: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.